Manufacturer narrative:
This is two of three manufacturer report being submitted for this case. Please reference related manufacturer report no: (MDR# 2022-03935-02). Investigation is still ongoing. Device was discarded at the facility.

Event description:
As reported by the field clinical specialist, during withdrawal of the delivery system, the physician tried to remove everything as one unit but was unable to get the system to come out without worry of rupture. The operator ended up advancing the valve into the descending aorta and deploying it.

Manufacturer narrative:
As the device was not returned, therefore a visual, function, and dimensional testing was not performed. The provided imagery was evaluated. The imagery revealed a crimped valve with a strut bent over backwards, and valve deployed in non target location. A device history records DHR review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The following instructions were reviewed IFU for commander delivery system, device preparation training manual, device procedural training manual. Edwards has provided the guidelines or instructions to physicians in the IFU and device preparation and procedural training manuals. No IFU training deficiencies were identified. A complaint history review on confirmed device complaints from april 2021 to march 2022 for the edwards commander delivery system all models and sizes was performed. Of the root causes identified, procedural factors: withdrawal of bent valve strut is potentially applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No evidence of product nonconformances or labeling IFU inadequacies were identified in the evaluation. The complaint for difficulty or inability to withdraw system with valve through sheath was confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Per the complaint description, when trying to use additional force two valve struts got bent over. The physician tried to remove everything as one unit but was unable to get the system to come out without worry of rupture. The operator ended up advancing the valve into the descending aorta and deploying it. Review of provided imagery revealed the crimped valve with strut bent over backwards. It was reported that the patients right iliac was heavily calcified. Calcifications can create a challenging anatomy for delivery system introduction and can increase insertion push force. Per IFU, if push force is too high or valve is initially stuck, zoom in and rotate the c arm to ensure valve and sheath are not damaged. It is possible that excessive manipulation was used to overcome resistance and damaged valve strut went unnoticed until after valve exited through sheath. If a valve strut is bent backwards, it may potentially interact negatively with sheath tip and prevent removal. As such, available information suggests that procedural factors withdrawal of bent valve strut likely contributed to the event. Since no product nonconformance was confirmed, a product risk assessment pra escalation is not required. Since no edwards defect was identified to have contributed to the complaint events, no corrective preventative actions CAPA are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case, patient factors calcification and or procedural factors may have contributed to the valve was implanted in a nontarget location, the descending aorta. Valve deployment in unintended location is listed in the instructions for use IFU as a potential risk associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a nontarget location, typically in the descending aorta.